Manufacturer narrative:
S/n unknown and will attempt to get it. No UDI applies in gudid for this is a class I device which is not currently under UDI requirements. There is no expiration date on this product only the blades that are used with the clipper. The defect occurred on the clipper handle. The investigation is still pending. There was an injury to a patient which was reported under 2110898-2017-00124. There was one clipper used but resulted in two incidents during use.

Event description:
A male hospital technician was using the surgical clipper on the abdomen of a male patient prior to bariatric surgery. After 8-10 minutes of clipping, the technician alleged a small shock-like sensation from the clipper. The technician alleged black "fumes" came from the clipper. He alleged the fumes temporarily "blinded" him. The technician set the clipper on the patient during which a blast was alleged from the clipper. Smoke allegedly came from the clipper; the room smoke detector sounded. The clipper fell from the patient to the floor. The technician was seen in the emergency room for observation. Medical treatment was not specified.